Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to no device problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit was set to a pressure of 12 mmhg during the procedure. However, it was unable to achieve the pressure. The pressure was adjusted to 15mmhg, but it would not exceed 5-8 mmh, despite showing sufficient gas in the cylinder. This event was found during a total extra peritoneal hernia surgery procedure, and the procedure was completed using the same device. There were no reports of patient harm.